Manufacturer narrative:
The reliability analysis inspected one opened and or used sensor and performed visual inspection. It was found that the sensor had broken contact pad. It was unable to confirm that the customer received sensor in said condition due to customer returning the device opened and or used.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they are having issues with the sensor staying on. The customer states they have received calibration error, and change sensor alarms. The customer's blood glucose level at the time was 154mg/dl. Troubleshooting was conducted, and the customer is returning the sensor and receiving replacement.